Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 14-jan-2026: the instrument's serial number was not available. The instrument was put back in circulation and will not be returned. The arcing was observed on two instruments tip touching without any tissue involved. There were no post-surgical complications as a result of the arcing event. The instrument was not in tissue contact and there was no unexpected tissue effect due to the arcing event. There was no injury to the patient. There was no fragment fell inside of the patient¿s anatomy.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an operating room (or) staff called to report a message appeared on the screen indicating a potential short. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to review the logs, but no onsite support was available. The tse explained that the issue likely occurred because two instruments were touching while one was energized. The caller confirmed that a staff photo showed the instruments in close proximity. The procedure was completed as planned.

Manufacturer narrative:
The reported event was addressed with phone support. The caller confirmed that the surgeon was working very close with the instrument tips together. Once they stop that action the issue cleared. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the reported complaint can be attributed to two instruments touching one another while one of them had energy activated.